Event description:
Per the clinic, the patient experienced redness and drainage at the implant site (specific date not reported). Subsequently, the patient was treated with topical steroid and antibiotics for application twice daily (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on october 02, 2023.